Event description:
Upon dilation of rpa, the catheter balloon burst. A small portion of the balloon was thought to be left in the right femoral vein. Angiogram indicated no evidence of remaining balloon.